Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Device replacement was recommended. No adverse patient effects were reported, and this device remains in service.

Manufacturer narrative:
Correction to section e, initial reporter. Field e1, initial reporter email. Additional information was received; the device was explanted.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Device replacement was recommended. No adverse patient effects were reported, and this device remains in service. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported, and this device has not been returned.

Manufacturer narrative:
Correction to section e, initial reporter. Field e1, initial reporter email.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Device replacement was recommended. No adverse patient effects were reported, and this device remains in service.